Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation confirmed that the keypad was peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the ok keypad button has become less responsive over the past couple of weeks, and the keypad began to crack a week ago. She stated that the button requires several presses for a response and causes scrolling. She stated that the patient wears the pump in his pocket and does not clean the pump. This complaint is being reported because the ok button allegedly became intermittently unresponsive prior to the keypad being damaged.